Event description:
It was reported to boston scientific corporation that a spy ds controller was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) and spyglass procedures performed for the treatment of choledocholithiasis on (B)(6) 2025. During the procedure, while inserting the spyscope into the processor, the machine did not detect it and there was no image. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.